Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedance. The revised rv lead had been implanted for more than ten years. A new rv lead was successfully implanted. The device is not expected to return for analysis. The implantable cardioverter defibrillator was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.